Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. This is a final report.

Event description:
Information was received that the user was re-implantd on (B)(6) 2017. Despite inquiries, the reason for the explantation is unknown.

Manufacturer narrative:
Since the device is not available to the manufacturer for examination, no device investigation was conducted. If the device is received in the future, the case will be re-opened and the device investigated. In accordance with the limited information in the patient report, damage to the active electrode, as might be caused by an external mechanical impact appears likely. This is a final report.

Event description:
The patient has reportedly been explanted and re-implantd with a new device on (B)(6) 2017. The cause for the explantation is unknown.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has reportedly been explanted and re-implanted with a new device on (B)(6) 2017. The cause for the explantation is unknown.